Manufacturer narrative:
Corrected information: it was reported that a pre-balloon aortic valvuloplasty (bav) had been performed with a non-medtronic balloon and that a post-bav was not performed. The previously reported mild aortic insufficiency was central insufficiency. Per the operative note ¿the cause of dissection was clearly traumatic due to injury of an end-lying hook of the stent, which had entered the aorta. Thus it caused the dissection and the entry was clearly visible at this point.¿ per the physician, the leg weakness and paresthesia were due to the aortic dissection and not a transient ischemic attack which was previously reported. Upon repair of the dissection, the central aortic insufficiency was no longer present. No additional adverse patient effects were reported. Conclusion: the device history record for the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Images from the implant procedure and post implant computed tomography (CT) were provided for review. The procedure images confirmed that the valve loaded correctly. The imaging provided confirmed the valve was implanted in a horizontal aorta. The final angiogram confirmed a good result. The post implant computed tomography (CT) scan confirmed there was a dissection present at the top of the inflow of the implanted valve. The dissection started at the one paddle and continued into the ascending to the aortic arch. There were no images that confirmed the dissection repair. Central regurgitation is a known potential adverse event per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Vascular injury, such as dissection, is a known potential adverse event per the device instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition, procedural factors, as well as factors related to the device. From the available information, a conclusive root cause of the dissection could not be determined. However, based on the comments of reporting physician and the post CT scan review, an interaction of the patient anatomy with the valve paddle was a probable cause of the dissection. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant of this transcatheter bioprosthetic valve was implanted within a native valve with moderate to severe aortic stenosis. As reported, a pre-balloon aortic valvuloplasty (bav) had been performed with a non-medtronic balloon and the bioprosthetic valve implant had been performed without complications. There was minimal central aortic insufficiency post implant and the post-interventional course was unremarkable. A post -bav was not performed. Nine days after the implant of this bioprosthetic valve, bilateral leg weakness and parasthesia presented. A computed tomography (CT) revealed an acute type a aortic dissection originating from the aortic valve. Subsequently, an emergency sternotomy via bypass support was performed. Intraoperative findings showed impaling of the valve frame into the aortic wall approximately 2 centimeters (cm) from the valve frame. Per the physician, the valve paddle caused the aortic dissection. A prosthetic graft was used to successfully repair the aorta. Per the physician the valve had caused the leg weakness and parasthesia. Upon repair of the dissection, the central aortic insufficiency was no longer present and the bioprosthetic valve remained implanted. The patient was reported as wel, stable, and recovering. No additional adverse patient effects were reported.